Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient information verification form in late-(B)(6) 2017 that this patient died on (B)(6) 2015 due to pacemaker failure.